Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 22g051fhx. Three (3) samples were returned for evaluation. One sample was heavily contaminated with food and two samples were unopened and unused. Visual inspection was completed on the contaminated sample. The two unused samples were visually inspected with no issues noted. The unused samples were then flow rate tested on pumps as per the requirements of our procedure; both sets passed however the reported issue was confirmed on the used sample. A corrective and preventative action has been opened to further investigate this issue. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported there was clearly air entering the line of the set during feeding with two different pumps. The patient is on a blended feed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.